Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and replaced the sample and reagent probes and verified probe angle. The cse replaced the sample manifold and sample dual resolution dilutor (drd). The cse reconfigured the sample drd positions and ensured the dilution well and wash spinner speeds were correct. The cse checked the water and substrate pump dispense. The cse performed decontamination and ran a water test, which passed. The cse verified overall operation of the instrument. The customer ran quality control (qc) and patient samples, resulting acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data files and found no issue. A review of the error log file indicated no evidence of mechanical issue. The cause of the discordant, falsely low total hcg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low total human chorionic gonadotropin (total hcg) results were obtained on initial and repeat testing on one patient sample on an immulite 2000 instrument. The discordant results were reported to the physician(s) who questioned them. The customer pulled the frozen sample from storage, thawed it and repeated testing on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low total hcg results.